Event description:
Per the clinic, it was reported that the patient picked at the implant suture site, resulting in extrusion of the receiver stimulator. Subsequently, the device was explanted in (B)(6) 2019 (specific date not reported). The patient was reimplanted with another cochlear device.